Event description:
The account alleged that the head hi/low will drift down overnight. The drift is not noticeable and takes twelve hours or more to drift down completely. No pt impact.

Manufacturer narrative:
Technician provided info on the emergency trendelenburg valve and the head hi/low down valve. No further info is available for the repair of the bed at this time.